Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: on (B)(6) 2008 a mesh was implanted for repair of enterocele, rectocele and cystocele. The patient experienced recurrence of enterocele and urinary retention and on (B)(6) 2009 the mesh was released. The patient continued to experience recurrent symptomatic enterocele, erosion, dyspareunia and bowel incontinence. On (B)(6) 2011 the mesh was removed. Enterocele/ rectocele/ cystocele. Dyspareunia. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05571. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior and posterior colporrhaphy, perineorrhaphy.

Event description:
It was reported that the patient concurrently underwent anterior and posterior colporrhaphy, perineorrhaphy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.